Manufacturer narrative:
Patient details were not provided, therefore, no information was captured.

Event description:
The paramedics called to report that they performed a blood glucose test on a patient with their contour meter and obtained a reading of 98 mg/dl. Upon repeat testing with the hospital's meter, a reading of 36 mg/dl was obtained. No further event details were provided. There was no allegation of an adverse event. No follow-up could be established with the paramedics, therefore, no replacement product was sent. The device is not expected to be returned. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house contour test strips were tested with the in-house contour meter, which gave satisfactory performance.